Manufacturer narrative:
Findings: unit function properly during rewind and basic occlusion, occlusion, prime/a33, the excessive no delivery and displacement test. No excessive no delivery alarm noted. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube ip, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 450 mg/dl. The customer was treated with insulin pump. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. The customer blood glucose was going down. The customer was advised to call when tubing clamp received to perform high pressure test. The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer reports that alarms was resolved by a complete set change. The customer was advised to cal when alarm occurs in order to troubleshoot.